Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump battery life was not as good over the past few weeks and the pump ended up powering off without alarms or warnings resulting in the patient¿s blood glucose elevating to 453 mg/dl with nausea. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, a review of the black box showed evidence of pump reboots. Multiple low battery and replace battery warnings were observed in the alarm history on (B)(6) 2013. There was no damage to the battery compartment found; the battery cap was intact and fit properly to the pump. The pump powered on and displayed the verify screen. The battery cap contacts height and width measurements were found to be within specifications. No power interruption occurred when testing the battery cap on the pump. The pump was primed and exercised for 24 hours with no power interruption occurring during testing. The pump¿s cover was removed and no intermittent condition was found to the power circuit. During testing, low battery warning and replace battery alarm were stimulated during the investigation. The pump gave the appropriate warnings which were accurately recorded in the pump history. Unrelated to the power issue, evaluation revealed a dim display. A test display screen was inserted and found to function properly. The intermittent power and history/settings issues were able to be duplicated during.